Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve and 3 watchman laa closure device & delivery systems (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned and the first closure device was deployed, but wasn't compressed and was not stable. The device was fully recaptured. A second device was deployed with 2 partial recaptures; it was deployed too distal and then too proximal and was not compressed. The second device was fully recaptured. A third closure device was deployed and was successfully released after meeting release criteria. A pericardial effusion check was performed and a small pericardial effusion was discovered. The effusion was monitored via transesophageal echocardiogram (tee) for some time without consequence. Per physician, patient was well the following day without requiring further intervention. No perforation was noted. The patient was doing well. Per physician, the effusion was noted to be mild. The patient remained asymptomatic and will have a follow up in 45 days.